Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. Customer discarded and did not saved the product.

Event description:
As reported during patient use, the customer stated experiencing difficulty unloading the guidewire from the holder and thread. Customer also reported difficulty removing the guidewire from the catheter when attempting to place a quattro catheter. Customer recommended a larger dilator to use as it was difficult to thread the catheter once attempted to do so. No patient harm or consequence was reported.